Event description:
It was reported to boston scientific corporation that a sensation medium stiff standard oval snare was used during a polypectomy procedure within the sigmoid colon on (B)(6), 2010. According to the complainant, while attempting to cut through a polyp, the physician noted that the snare was not delivering any cautery; there was no change in tissue color to indicate that the tissue was being cauterized. The physician tried swapping out the generator and grounding pads, but had no success. While attempting to remove the device from the patient, the physician noticed that the snare was stuck within the tissue. Since the polyp was located roughly 15cm from the anus, the physician was able to cut the snare in order to remove the device. The physician decided to abort the procedure as a result of this event. The patient suffered no serious injury, and her condition following the procedure was reported to be stable. The procedure was completed the following day with another sensation medium stiff standard oval snare. Additionally, the complainant noted that the "handle did not feel the same" as other snares that they had used. The complainant took another device from the same lot and tested it on an orange without issue. Additionally, the complainant verified that the generator and all cables are working properly.

Manufacturer narrative:
The returned device presented with the snare loop twisted/deformed and the handle cannula slightly bent. This bend in the handle cannula caused unsmooth extension/retraction of the device. The returned device was subjected to an electrical resistance test and was within the specification of 20 ohms (device read at 13.8 ohms). Although the condition of the returned snare was consistent with the complaint event that the snare got stuck within the polyp, it was not consistent with the claim that cautery did not work; the complaint was not confirmed. A definitive root cause could not be identified. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a sensation medium stiff standard oval snare was used during a polypectomy procedure within the sigmoid colon on (B) (6) 2010. According to the complainant, while attempting to cut through a polyp, the physician noted that the snare was not delivering any cautery; there was no change in tissue color to indicate that the tissue was being cauterized. The physician tried swapping out the generator and grounding pads, but had no success. While attempting to remove the device from the patient, the physician noticed that the snare was stuck within the tissue. Since the polyp was located roughly 15cm from the anus, the physician was able to cut the snare in order to remove the device. The physician decided to abort the procedure as a result of this event. The patient suffered no serious injury, and her condition following the procedure was reported to be stable. The procedure was completed the following day with another sensation medium stiff standard oval snare. Additionally, the complainant noted that the "handle did not feel the same" as other snares that they had used. The complainant took another device from the same lot and tested it on an orange without issue. Additionally, the complainant verified that the generator and all cables are working properly.

Manufacturer narrative:
(B) (4) - required intervention to remove device.the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.